Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was implanted and then explanted due to dislodgement via review of fluoroscopy. Loss of capture was noted. The lv lead was replaced. The patient was stable with no adverse health consequences prior, during, and post-procedure.